Event description:
During the review of the pt's programming history, it was noted that the pt had an impedance reading of 212 ohms, which would be considered to be indicative of a short circuit condition. Attempts for further information have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.